Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Plunger case was found cracked by the right bottom corner. Force sensor test error found in pump event history log. Power up process and force sensor test was unable to find force sensor error during the test. The root cause of the reported issue was found to be normal wear with a combination of the sensor not operating as needed. The pump is over 10 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, warm gear, leadscrew, clutch halves, and cases.

Event description:
It was reported that the device kept alarming force sensor test. No patient injury was reported.